Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's ipg showed normal device function. The rate response feature was adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they do any type of activity, the implantable pulse generator (ipg) increases their heart rate and they feel discomfort. It was further reported that the ipg moved a little bit after implant. The device remains in use. No further patient complications have been reported as a result of this event.